Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient stated their ins will not turn on. Instead it shows a phone, a picture of a doctor and error code por. It appears to be charging but just won't turn on. The patient later stating that their ins wasn't working and that they were seeing an informational por. Patient services (pss) walked patient through clearing the por and turning the stimulation back on. The patient confirmed the ins was working as intended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.